Manufacturer narrative:
Investigation ¿ evaluation: a review of the drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the complaint device was separated into two segments. Two kinks were present along the catheter shaft: one in the proximal segment, and one in the distal segment. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a procedure, the crosscath support catheter broke distal to the hub. The distal end of the catheter was in the patient's pedal arch at the time of the incident. The 0.014 inch diameter wire guide being used had become stuck in the patient's foot and was unable to be removed. The physician thought that this was due to the catheter being kinked, and therefore cut the catheter distal to the hub and manually removed it from the sheath. Another crosscath support catheter was placed over the wire guide and the procedure was able to be successfully completed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.